Event description:
I used renu with moisture loc contact lens solution from 12/12/05 - 04/20/06. I went to urgent care and was referred in 2006 and was diagnosed with three k-corneal ulcers and permanent scarring. I went through excruciating pain and tremendous suffering.